Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty removing the plunger and needle to cuff miss could not be determined. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement with two proglide devices were attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after the suture was deployed on one proglide device, the plunger could not be fully removed, requiring a "harder pull". When the plunger was removed, it was found the suture stuck on the foot. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to 9fr then 16fr and the aaa procedure was completed. An additional proglide device was placed and hemostasis of the larger hole was achieved with the sutures of the three proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.